Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). Checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there were the foreign materials on the forceps elevator and the distal end, also the glue of the light guide lens cover glass was dirty. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <inside light guide lens is dirty> the exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, it was presumed that the event occurred by generated gap at light guide lens glue due to physical stress, etc. <foreign material on distal end> the exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, it was presumed that the events occurred due to damage of distal end by physical stress, which led to water invasion of distal end from leaked location. The instruction manual of the subject device states measures for reduction and prevention of the reported phenomena and appropriate method for detection of the reported phenomena. If additional information becomes available, this report will be supplemented.